Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that no relevant clinical medical information was provided to conduct a thorough medical assessment. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes of this event could include improper sizing or a traumatic event. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that revision surgery was performed due to unknown reasons and the nail broke inside of the patient.